Event description:
It was reported the patient underwent an anterior cervical decompression and fusion (acdf) surgery on (B)(6), 2014 at level c4-5. After the surgeon final tightened the 3.0mm titanium cervical spine locking screw it was noticed that a thread of the screw was hanging off. A bayonet was used to remove it. The zero-p implant 7mm height lordotic and screw were undamaged and remain in the patient. The surgery was successfully completed without patient harm. No delay was noted. The patient outcome was reported as fine. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device has not been reported as explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.